Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to failure in remote manager. A field service engineer moved the remote manager to new location to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ cii safe remote manager failed to open causing the cii safe to get stuck. The customer confirmed experiencing a delay in medication dispensing to patient. There were no adverse events or injuries reported based on this incident.